Event description:
It was reported that there was a revision due to a painful knee.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 15mm cr scorpio insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned due to hospital policy.